Event description:
The customer reported that while in patient use the ventilator gave an audible and visual alarm for invalid gas ID. The ventilator continued to work fine but the respiratory therapist put the patient on another ventilator and there was no harm to patient.

Manufacturer narrative:
The carefusion tech support specialist instructed the customer that the invalid gas ID occurs when the pin in the smart connector gets ajar and the air/heliox smart connector needs to be centered and re-tightened. The customer adjusted the connector and this corrected the issue. See scanned page.